Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had physical damage. Customer experienced high blood glucose at the time of incident at the level of 543 mg/dl. Troubleshooting was completed. The customer was asked to observe if the time clock advances and it does. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.

Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No excessive no delivery alarm and no motor error alarm noted during test. Motor passed motor test. Pump received with cracked battery tube threads.